Manufacturer narrative:
No product samples, images, or videos were returned for evaluation. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint. The complaint cannot be confirmed. The device history record (DHR) was reviewed and no nonconformities were found which would have contributed to the reported complaint.

Event description:
The event involved a ls prim plumset-sl pe-lined from which the customer reported leakage of an unspecified chemotherapy drug during an infusion. There was no report of human harm.